Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a damaged battery alarm was confirmed and duplicated. The root cause was attributed to depleted main batteries. The main batteries and battery harness were replaced to fix the problem. Additional information: a service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). This device is a remediated colleague pump with a user interface module software version of 5.08.92. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was evaluated onsite at the facility. A follow-up report will be filed upon completion of the evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module software version of this device is unknown. No additional information is available at this time.